Event description:
The event is reported as: complaint alleges: there was a failure on a rusch laryngoscope blade during intubation attempt on a patient. The blade separated where it attaches to the blade base (hook) and fell into the patient, and was quickly retrieved. The base remained on the handle, and it was the blade that fell off. Customer reports that it appears to be failure due to corrosion. According to the customer, documentation stated there was no difficulty in removing broken blade and there did not appear to be any patient injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.